Event description:
A malfunction in the pump was reported by the caller, who noted a specific error code associated with the issue. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.